Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The air dermatome was manufactured on june 20, 2006 and was over 10 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed minor cosmetic damage to the head and neck of the hand piece including scratches and nicks. The control bar has nicks along the edge. The thickness lever is working as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications. The device was tested with the customer¿s hose and operated within motor speed specifications. The customer hose appeared to be in acceptable condition. The width plates had nicks and cosmetic damage about all surfaces; the 3" and 4" width plates had severe wear about all surfaces. Prior to repair the device was outside calibration specifications at the zero thickness setting. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, damaged head, damaged control bar, swivel, and width plates. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. Based on the information that was provided the root cause of the reported event could not be specifically determined. The device is over 10 years old and has not been previously repaired by zimmer biomet since august of 2012. The IFU states that ¿the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ the air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that during surgery the device was gouging into patient. No patient involvement. No adverse events have been reported as a result of the malfunction.